Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman access system (was) double curve and a watchman closure device with delivery system (wds). During recapture of the closure device, the was sheath became kinked. No patient complications were reported.

Manufacturer narrative:
G1 - MFR. Contact first name and last name: updated. Device eval by MFR.: the returned product consisted of a watchman access system (was) with the dilator outside of the sheath. The hub, sheath, and device tip were microscopically and visually examined. Inspection found the sheath was kinked in numerous places. Product analysis confirmed the reported event of a sheath kink as kinks were present in the returned device.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman access system (was) double curve and a watchman closure device with delivery system (wds). During recapture of the closure device, the was sheath became kinked. No patient complications were reported.